Manufacturer narrative:
Device evaluation summary device evaluation of monitor (B)(4) has been completed. The reported problem (damaged response buttons) was confirmed. Upon investigation the front response button was intermittently functional. The cause for the defective response button was an intermittent response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) indicating that the patient using the monitor reported damage to the response buttons.